Event description:
The customer reported to olympus, the xenon light source had an e200 error and noisy image. The issue was found during preparation for use for a diagnostic gastroscope procedure. The patient was not under anesthesia and the procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found e200 error was due to a faulty rgb filter, however the noisy filter was not confirmed. In addition, the device evaluation found the scope socket was rusty and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a faulty reed/green/blue filter and corroded scope socket. Olympus will continue to monitor field performance for this device.